Manufacturer narrative:
The test strips involved with this complaint have been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the strips passed testing with no faults found. The meter involved with this complaint has also been returned to lifescan; however, testing has not yet been completed. Once meter testing has been completed, a follow up report will be submitted.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests four times a day and manages his diabetes with novorapid insulin (10 units in the morning and lunch time, and between 15-20 units in the evening), lantus (30 units in the evening), and metformin (two (500mg) tables in the morning and evening). The patient¿s normal blood glucose range is between 6.5-7.0 mmol/l. The patient alleged that the issue began in the evening on (B)(6) 2014. Just before the alleged issue occurred, the patient indicated he was experiencing dizziness (a symptom he correlated with low blood glucose) which may have been due to a long walk earlier. According to the patient, prior to the onset of his symptom, the patient indicated he had obtained a normal (unspecified) result at 6pm; he had not taken any action in response to the normal result; and approximately two to three hours later he felt dizzy. At the onset of his symptom, the patient reportedly obtained a blood glucose reading of ¿7.4mmol/l¿ with the subject meter and a minute later ¿2.0mmol/l¿ with his back-up onetouch ultra2 meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. Immediately after the alleged issue occurred, the patient confirmed and clarified he drank ¿lucozade¿ as treatment; he began to feel better a few minutes afterwards; and then obtained a reading of ¿6.0mmol/l¿ with the subject meter.during troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result (on a secondary device) that is suggestive of a severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/15/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.